Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # ni, unknown zimmer shoulder head, lot # ni, catalog # ni, unknown zimmer shoulder glenoid, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03465, 0001822565-2018-03466. Remains implanted.

Event description:
It was reported that a patient underwent a shoulder arthroplasty procedure. Subsequently, patient reports having pain and limited range of motion. No further information is available at this moment.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a shoulder arthroplasty procedure. Subsequently, patient reports having pain and limited range of motion. No further information is available at this moment.